Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't understand how to use the therapy and didn't understand that they didn't need to have it so high. They increased the voltage from 1.2 to 1.4 and then to 1.5.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they seemed to have minor leakage every day. The patient noted that they had been having symptoms that started on (B)(6) 2017 and that they had problems for about 2 weeks straight. The patient stated that starting on (B)(6) 2017 for about 3 days or so they did not have a problem with the fecal incontinence, and then started again the following saturday, sunday, and monday. The patient noted that they were ok on the day of report, the leakage was small and they were constipated most of the time, so the leakage was not runny or loose. The patient wondered if they should increase, but was afraid to because it was painful at one point when they increased it. The patient noted that when they first got the monitor they set it too high and was hurting so the patient lowered it, which solved the problem. No further complications were reported or were expected.